Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen for follow-up appointment on (B)(6) 2018. He reported experiencing fluctuations in sound quality and volume with head movement. Approximately 1 1/2 months ago he woke up and noticed a muffled sound quality. He reports when he looks straight ahead and pushes behind his pinna the clarity and volume improves. There was no report of an accident or trauma. The clinic wants to pursue re-implantation.

Event description:
The recipient was seen for follow-up appointment on (B)(6) 2018. He reported experiencing fluctuations in sound quality and volume with head movement. Approximately 1.1/2 months ago he woke up and noticed a muffled sound quality. He reports when he looks straight ahead and pushes behind his pinna the clarity and volume improves. There was no report of an accident or trauma. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.